Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) 4 for error 22028. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported problem of error 22028 was confirmed in the field logs but could not be replicated during fa. The unit was able to drive multiple instruments on the system with no issues. The unit also passed sine cycle, fiber power, carriage strength and insertion friction tests on the pftp. Visual inspection did not find any factors that could have contributed to the reported event. Based on the field logs the reported problem error was sympathetic error to error 23007 reported by the vertical node which is not within the returned unit therefore the returned unit is the wrong part sent for the reported problem. The reported error also persisted on the field system after replacing this unit. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. Probable root cause cannot be determined at this time because the wrong part was sent. .

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, error 22028 appeared on arm4 when the system was powered on. The system had been restarted multiple times without resolving the issue. A hard power cycle was performed and arm4 was exercised, but the error persisted. It was advised that the system could be used in a 3-arm setup by disabling arm4 or by swapping out the patient cart. The customer reported event has no report of patient injury.